Manufacturer narrative:
Investigation summary: no returned samples or actual defect samples for investigation, so an in-depth investigation couldn't be performed. A DHR for lot# 9064700 was reviewed and no qn found. Manufacture records were reviewed; no abnormal were found. Clog test was conducted on 14pcs retention samples and all no needle clog was found. Investigation conclusion: based on the investigation, the certain cause cannot be concluded at the moment. Root cause description: pen needle product has a 100% clog test in flowguru station, and defect parts will be rejected by flowguru station automatically. Rationale: according to dfema 149rmn-0004-03, the severity of cannula clog is moderate(s3), the actual complaint rate of pen needle clog is less than 1 cpm(o1) since from 2017. According to CPR-028, the risk level is low, no need to open CAPA.

Event description:
It was reported that the pen needle 32gx4mm 14 pack had resistance during the injection and no insulin flowed out. The pen needle was used on a patient who came into the hospital for "diabetes". The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient came to our hospital for treatment because of "diabetes". When the nurse injected the insulin with the needle of this disposable injection pen on (B)(6) 2019, he found that the insulin pen did not advance smoothly, there was resistance during the injection, and the needle was used during the injection. There is no insulin solution flowing out. Consider the needle blockage, replace it with a new disposable injection pen needle to complete the insulin injection."